Manufacturer narrative:
Pending evaluation. Concomitant medical products: 5361391, 02-010-03-0225 - logic cr femoral cem, left sz 2.5; 4888642, 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t; 5170248, 200-02-29 - three peg patella 29mm; 5148047, 201-78-81 - 3" trocar, mod. Hex 2pk; 5427510, 201-78-81 - 3" trocar, mod. Hex 2pk.

Event description:
As reported, approximately 4 years post op the initial tka, this 69 y/o female patient was revised due is scheduled to under go a revision of a total knee arthroplasty.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent planned revision cannot be conclusively determined; insufficient information. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported via legal, approximately 4 years post op the initial tka, this 69 y/o female patient was scheduled to under go a revision of a total knee arthroplasty on (B)(6), 2022. No additional information is available.

Event description:
As reported via legal, approximately 4 years post op the initial tka, this 69 y/o female patient was scheduled to under go a revision of a total knee arthroplasty on (B)(6), 2022. No additional information is available.